Manufacturer narrative:
Failure analysis revealed that the insulin pump have no black blotches on display or damage on the glass. The device passed the displacement, self, rewind, and basic occlusion test. All operating currents were within specifications. However, the device was unable to prime during the prime test due to a faulty force sensor. Further testing could not be performed due to the prime anomaly. The insulin pump had a severely scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported that he fell out of the bed on top of the insulin pump and the display glass had black blotches on it. The blood glucose reading was 75mg/dl. Troubleshooting was performed. Assisted the customer to run the self test and no missing segments noted. After receiving the tubing clamp the customer called back to perform the high pressure test and the test failed twice. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.